Event description:
It was reported that a patient's device was not working or doing what it was supposed to do for a few months. It was noted that the patient had met a manufacturer representative for an adjustment before. It was reported that the patient wanted to have reprogramming or have the device removed. The reporter stated that the therapy was not helping the patient's symptoms. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v846377, implanted: (B)(4) 2012, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).